Event description:
International customer reported that a patient underwent an incisional hernia repair in 2008. The patient subsequently developed pain associated with a bowel fisutla at an unspecified time following surgery. The patient was returned to surgery for repair the following month, to close the bowel. Further intervention is expected, but not yet performed.

Manufacturer narrative:
Fistula formation - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.